Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead was difficult to place in the desired position. The lead was also dislodged and dislodgement was confirmed via xray. The lead was discarded due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead was difficult to place in the desired position. The lead was also dislodged and dislodgement was confirmed via xray. The lead was discarded due to infection. No additional adverse patient effects were reported.